Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer loaded the cartridge with 450 units of insulin and received an inaccurate fill estimate after delivering approximately 11 units of insulin. There was no reported impact to customer's blood glucose level. Reportedly, the customer began use of replacement pump, and reportedly issue was resolved.